Event description:
Originally banded on 4th october 2001. First fill by dr.." Fluoroscopy" was in 2002 showed disconnected tubing. Another dr. Explanted the device in 2002. F/u findings: tubing leak at or near the connector.